Event description:
It was reported that a hole was observed in the product packaging. No adverse consequences were reported.

Manufacturer narrative:
Based on the info provided by the customer and other confirmed complaints reporting similar events it can be assumed that product packaging associated with this event is damaged.